Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. A pericardial sweep was performed post procedure via transesophageal echocardiography (tee), and no pericardial effusion was noted. Echocardiography also noted no pericardial effusion. Prior to the same day discharge and several hours post implant, the patient went into cardiac arrest, and chest compressions were performed. Pericardiocentesis was performed to drain blood from the pericardium due to a large formed pericardial effusion. The patient was stable following the pericardiocentesis. However, the patient passed away due to the complications experienced four days post index procedure.

Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. A pericardial sweep was performed post procedure via transesophageal echocardiography (tee), and no pericardial effusion was noted. Echocardiography also noted no pericardial effusion. Prior to the same day discharge and several hours post implant, the patient went into cardiac arrest, and chest compressions were performed. Pericardiocentesis was performed to drain blood from the pericardium due to a large formed pericardial effusion. The patient was stable following the pericardiocentesis. However, the patient passed away due to the complications experienced four days post index procedure. It was further reported that after the patient was stabilized following pericardiocentesis, they were in a coma for a few days before passing away four days post index procedure.

Manufacturer narrative:
B5: describe event or problem - updated to include a further reported narrative.